Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that shaft break occurred. A percutaneous transluminal coronary angioplasty was being performed. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 12 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, while trying to cross the lesion, the shaft broke. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event - above 18 years and older. Device evaluated by MFR: promus elite ous mr 12 x 2.50mm stent delivery system (sds), was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break 64.5 cm distal to the strain relief and multiple hypotube kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. A percutaneous transluminal coronary angioplasty was being performed. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 12 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, while trying to cross the lesion, the shaft broke. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that resistance was experienced during advancement, and that the shaft was taken out as it was damaged and not separated in two ways.